Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings, battery out limit, weak battery, off no power, motor error, loose drive support cap and low battery alert. The customer's blood glucose reading was in the 400's mg/dl and was treated at the hospital. Customer declined to troubleshoot for high readings. The customer stated that the battery did not last more than one week. The customer did not receive low battery alert prior to the off no power alert. The customer mentioned drive support cap to appear flushed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error alarm tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected off no power, battery out limit, weak battery or low battery alert noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and a cracked display window noted. The drive support cap was inspected and no anomaly was noted.